Event description:
It was reported that the threshold on ventricular lead increased. The physician suspected there was an issue with the lead. The lead was stripped in the device and unable to be unscrewed from the ICD. The ICD and lead were explanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. Evaluation description: analysis of the device confirmed set screw anomaly. All tests leads inserted normally and were secured well into the header. However, the rv tip and rv ring set screws were more difficult to loosen and tighten. Examination discovered both the rv tip and rv ring set screwed damaged. The set screw hex cavities contained silicone septum material.